Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys myoglobin (myo) stat assay on a cobas 8000 cobas e602 immunoassay analyzer when compared to a non-roche (abbott) analyzer at a different hospital. The elecsys myoglobin (myo) stat result was 490.9 ng/ml. The result was questioned as it did not match the patient's clinical diagnosis. The myoglobin result using an abbott method was 42.21 ng/ml .

Manufacturer narrative:
The cobas e602 immunoanalyzer serial number was (B)(6). The customer performed 3 different experiments: multiple dilution experiment: myo original result: 491.5 ng/ml. Double dilution result: 605.7 ng/ml. 5-fold dilution result: 845 ng/ml. 10 times dilution result: 1121ng/ml. 25% concentration peg6000 sedimentation experiment: myo result: 119.1 ng/ml. The calculated recovery rate was 48% which was lower than the required recovery rate of 60%, indicating an interference. Experiment using hbr blockers: three types of blockers (hbr11, hbr22, hbr30) were used for this experiment and the recovery rate was normal. The experimental results indicate that the three blockers mentioned above had no significant effect. Investigation is ongoing.

Manufacturer narrative:
Section b7 was updated. Section d10 (concomitant medical product) was updated.

Manufacturer narrative:
The sample was provided for investigation. The customer's myo result was reproduced during the investigation: 459 ng/ml. Further testing during the investigation determined the positive result was correct. In addition to myoglobin, the sample was tested for additional cardiac markers (troponin t hs and troponin I). Troponin t hs result: 6.12 pg/ml. Troponin I result: 0.0372 pg/ml. Based on the information provided, an interference with the elecsys myoglobin assay could not be excluded (customer's non-linearity upon dilution experiments). Since the troponin t hs and troponin I results were below the medical decision points and in concordance with the clinical picture, a high-dose-hook effect (resulting in the customer's observed non-linearity upon dilution experiment results) is rather unlikely. Such an interference is extremely rare. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation did not identify a product problem.